Manufacturer narrative:
No missing segment/partial display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or e/a alarm anomaly noted during testing. Device had minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump did not give off predictive alerts when pump goes high or low. The insulin pump will not be returned for analysis.